Event description:
It was reported that " when inserting the first two implants, although the surgeon pressed the blue and gray triggers, the blue suture thread was not visible in the keyhole.it appeared that the capsular tab was not deployed into the prostate capsule". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4). A visual inspection of the returned device was conducted, and the following observations were made: received without tray, pusher not deployed, cutter not deployed, needle trigger retracted, retract lever fully retracted, lever lock and tape disengaged, urethral endpiece (ue) ready to de-ploy, unsheathing pawl not engaged with suture spool, suture unbuckled, shuttle not engaged with needle spool. Suture ferrule in place, needle tip-undamaged, case right undamaged the items listed above are indicators of device status and are as expected for a device that functioned as de-signed. The following discrepancies were observed: distal tip damaged. Distal tip found with the struts slightly bent. The device was able to be inserted into and removed from a sheath. Capsular tab (CT) did not unsheathe. Needle damaged: the needle is broken near the needle spool. Refer to dimensional inspection for additional details. The needle was found to be broken approximately 22 mm from the needle spool. The break interface of the broken needle is irregular, and it is not possi-ble to determine if there is any missing material to report. Any possible missing material is estimated to be less than 1 mm in length. Functional inspection was not performed because bone strike is a documented known possible outcome of the urolift procedure which is typically the result of device positioning or excessive movement of the device or patient anatomy. Device history record investi-gation did not show issues related to complaint. The customer report of: " capsular tab was not deployed " was confirmed. Confirmation is based on the investigation results showing that the CT did not unsheathe. This is a known possible outcome of the procedure thus this is not considered a malfunction. This investigation has determined that device encountered the following failure mode(s): ul-needle damaged: needle damage occurs when the needle strikes bone. The probable root cause of this failure mode is use error- uninten-tional- cannot determine. Ul-CT did not unsheathe: the CT was unable to deploy due to the damaged needle interfering with CT deployment. The probable root cause of this failure mode is use error- unintentional- cannot determine. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that " when inserting the first two implants, although the surgeon pressed the blue and gray triggers, the blue suture thread was not visible in the keyhole.it appeared that the capsular tab was not deployed into the prostate capsule". The patient's current condition is reported as "fine".